Event description:
The account alleged that the side rail will not latch in the up position. No pt impact.

Manufacturer narrative:
The account installed a side rail shoulder screw and nut to resolve the issue.